Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2015-04095).

Event description:
It was reported that the patient underwent an initial left total reverse shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The dislocation was due to lengthening of the deltoid and soft tissue tension. The surgeon revised the stem, tray, bearing, and glenosphere.